Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, there was a noticeable injury to the segmental vein of segment 5 of the liver. The issue occurred during gallbladder dissection. The bleeding from the injury was unexpected and difficult to control so the surgeon made the clinical decision to convert to open. The estimated blood loss amount was 800ml. The bleeding was resolved with placement of hemostatic suture. Blood transfusion was not required. The procedure was prolonged by an hour. The patient did not experience any post-operative complications. The patient¿s current status is stable. Per the site, the bleeding was not related to a da vinci system, instruments, or accessories.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The devices involved with this event have not been received for failure analysis evaluation. Review of the system log was not performed because the system was not connected to onsite.